Event description:
It was reported the patient had a 25 mm sjm mechanical heart valve implanted on (B)(6) 2010 due to severe mitral stenosis and mild mitral regurgitation. In (B)(6) 2011, the patient presented with symptoms of a thrombotic valve and thrombolysis was performed with streptokinase. The patient returned in (B)(6) 2011 with the same symptoms and a second thrombolysis was performed on (B)(6) 2011. The patient was readmitted to the hospital with repeat thrombosis symptoms; the 25 mm sjm valve was explanted and an unknown prosthesis from another manufacturer was implanted. Additional information has been requested.